Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2023, it was reported that the infusion set's tubing came apart at the tubing connector. The site location was left side of patient's abdomen and the pump was located on the right side. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, the patient's blood glucose level was 128 mg/dl. No further information was available.